Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used on (B)(6) 2018. According to the complainant, the brush head broke off when cleaning a scope. It was reported that the broken brush was removed from the scope and cleaning was completed using another hedgehog brush. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. Device problem code 1069 captures the reportable event of brush break. Visual analysis of the returned device found the brush had broken off and was not returned. No other issues were noted. Based on the evaluation of the returned device, the damage is consistent with forceful application of the brush through a scope, likely as a result of an occluded scope channel. A labeling review was performed and from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / product label. The direction for use (dfu) states that "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage." Therefore, the most probable cause classification for this event is failure to follow instructions, which indicates that the problem is traced to the user not following the manufacturer's instructions. The device history record (DHR) review found the device met all manufacturing specifications. A labeling review was performed and found the dfu was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used on (B)(6) 2018. According to the complainant, the brush head broke off when cleaning a scope. It was reported that the broken brush was removed from the scope and cleaning was completed using another hedgehog brush. There were no patient complications reported as a result of this event.